Event description:
Ous MDR - erratic increase in impedance of the lead from 563 ohms to 796 ohms after the onset of exit block. This is all the available information at this time. There are no other adverse events reported for this patient. All available information suggests that this device remain implanted. If additional information becomes available, this event will be updated.

Manufacturer narrative:
Ous MDR.

Manufacturer narrative:
We were informed this device had been returned for analysis. During the analysis, the lead properties were checked. There were no deviations from the technical specifications that could be related to the clinical complaint. It was noted during the examination that the tip electrode had been pulled out of the adhesive connection of the ring electrode. This damage and the deformations of the inner conductor indicate significant mechanical force impact. The mechanical stress during the operation should be considered as cause. There were no indications of material defects or manufacturing errors.